Manufacturer narrative:
PMA/510k: this report is for an unknown nail insertion handles/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent hip intramedullary nailing, during the procedure the connecting nut of 130 degree tuna trochanteric fixation nail advanced (tfna) aiming arm broke during assembly. The connecting nut was referring to the connecting screw for 130 aiming guide. The aiming arm was not properly secured to trochanteric fixation nail advanced (tfna) insertion handle. This made it difficult to insert guide wire properly. Pliers were used to secure the aiming arm. The guidewire was eventually inserted where it was needed. There was a surgical delay of five (5) minutes. There were fragments generated from broken device, the screw broke perfectly in half. The two fragments were easily removed from the field with no additional intervention. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: nails: tfna (part number unknown, lot unknown, quantity 1), 130 deg aiming arm (part number 03.037.013, lot 9282818, quantity 1), connecting screw f/guide wire aiming device f/tfn (part number 03.010.415, lot unknown, quantity 1), guide/compression/k-wires (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown nail insertion handles. This is report 3 of 3 for (B)(4).